Manufacturer narrative:
One 72200082 disposable 5.5mm 180mm abrader burr returned. Per the complaint, this device was used for an osteoplasty procedure. The device is less than one year old. The outer diameter of the inner blade surface has damage. This surface condition indicates excessive force was applied to the devices. Per IFU: ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance, and in extreme cases may result in wear and degradation of the inner blade¿. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the burr was shedding metal debris during osteoplasty. All debris was removed from the patient. A back up device was available to complete the procedure. A delay of less than 30-minutes was reported with no patient impact.